Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen which is off label usage of the device on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).